Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor visison valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 312s and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve got fully re-sheathed 2 times due implant was too low. The final implant depth at non-coronary cusp (ncc) was 3mm and at left coronary cusp (ncc) was 4mm. Post procedure, but prior to discharge from hospital echocardiogram (ECG) showed a left bundle branch block (lbbb) and a temporary pacing wire left in.